Event description:
It was reported that the buttons are not responding on the customer's insulin pump and he was therefore unable to give himself a bolus. The customer did not know if there were any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back-up plan. His blood glucose level was not known. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. Insulin pump had minor scratches on display window, cracked reservoir tube lip and missing end cap sticker.